Event description:
On (B)(6) 2024, information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt needs MRI, but patient programmer is lost.  Agent emailed manufacturer representative (rep) for transition to wireless recharger. Rep responded saying transition was not needed. Rep wrote pt was going to have ins replaced due to age of ins, and they had extra recharger at healthcare provider (hcp)  office that they tried to start a trickle charge with, but could not finish due to time constraints. On 2024-mar-21 additional information was received from the rep. The rep reported the patient had to switch insurance providers and has a new appointment, and should have surgery soon after. Previous doctor saw the patient and agreed to replace the battery instead of trying to get the old one restarted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient was scheduled for replacement on (B)(6) 2024.